Manufacturer narrative:
(B)(4). The device history review of the product auto endo5 ml lot #73m1800267 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported via medwatch (B)(4). The complaint states: while using the weck clip applier during a laparoscopic case the device malfunctioned, clips were breaking.